Event description:
It was reported the patient¿s internal neurostimulator was explanted due to the wires poking out of their back. It was noted that an infection occurred upon explant throughout their body. It was reported the patient was unable to walk. It was reported the manufacturer representative had an appointment scheduled with the patient for (B)(6) 2014. Information additionally reported in regulatory report 3004209178-2014-03513.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3888-45, lot# v261359, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3888-45, lot# v355920, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: extension. Product ID: 3888-45, lot# v261359, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v355920, implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: lead. Product ID: 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the patient has had many health related issues unrelated to their device: bowel abscess, colon resection and colostomy. It was noted the patient had discitis and the hospitalist claimed it may have been from their device. It was noted that the patient had their lead removed due to erosion. Additional information received reported there was no record of infection. It was noted the patient was ambulatory with a cane for support and was related to their back problems. It was noted there was no mention of the discitis. It was noted the patient's original system was implanted in 2009 and in (B)(6) 2009 the patient was going to have a trial to improve coverage. It was noted the trial was never performed because the patient had surgery to repair an umbilical hernia in which a mesh was placed in their abdomen. It was further reported an infection formed on the mesh in (B)(6) 2011 and they had a 'wound vac' on their abdominal incision for 1 year. It was noted the spinal cord stimulation system was removed on (B)(6) 2013 due to the infection from mesh in the abdomen.